Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Cllinical trial. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The pt presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated an ostial de novo lesion in the prox left anterior descending artery (lad). The lesion was 3 mm wide, 15 mm long, and 100% stenosed. The physician predilated the lesion prior to placing a 3.0 x 16 mm taxus express2 stent. Residual stenosis was 0%. The pt was discharged 5 days later on plavix and aspirin. At 447 days post index procedure, the pt presented with chest pain, bradycardia, dizziness, dyspnea and then became unconscious. The patient's heart rate slowed to 4 beats per minute. An ECG noted ischemia and an mi was diagnosed. The pt was taken to the cath lab. Heart massage and atropine were given. During angiography, 100% stenosis in the prox lad was found. Balloon dilatation was performed and the event resolved. The pt was discharged on plavix and aspirin. In the opinion of the physician, there is a possible relationship between the taxus stent and the event.